Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the returned device had a cracked thin part of the housing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event of the broken biopsy valve occurred due to the following mechanism: a crack occurred when the biopsy valve was attached to the endoscope. The biopsy valve was used without noticing that a small crack had appeared when attached to the endoscope, and the crack grew larger due to the stress caused by inserting and removing endo-therapy accessories and syringes during the procedure, causing the housing to completely break. Possible causes of cracks appearing when attached to the endoscope are as follows: when this product was pushed straight and vertically on the endoscope's instrument channel port, overload was applied to the thin-walled part of the housing (the part that would be torn when removed), causing damage. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "9.3, attaching the biopsy valve to the endoscope" of the IFU contains the following information regarding the correct way to attaching this product. "Put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fibroscopy for a diagnostic "lba" procedure, (during late examination), a single use fiberscope was opened and caused breakage of the single use biopsy valve, which was extremely fragile resulted. Splashing occurred and there was a risk of a blood exposure accident. The person was wearing personal protective equipment and so all the necessary and precautionary measures were taken, and no exposure resulted. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d2 from the initial medwatch.